Event description:
During knee arthroscopy, cutter tip broke off. Tip retrieved by surgeon. Knee x-ray done. Results (B)(6) for retention of metal. Dates of use: (B)(6)2018 till tip removed. Diagnosis or reason for use: meniscal tear.